Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report # emdr-07509.

Event description:
No additional information received from customer.

Event description:
It was reported that the processor of the camera head did not connect. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.